Event description:
During a transurethral resection of the prostate, the bipolar loop broke off inside the patient. It was able to be retrieved. A second loop was used and it also broke and was able to be retrieved. A third loop was used and procedure was completed without further incident. FDA safety report ID # (B)(4).